Event description:
It was reported that the maestro drill with handswitch was running in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a visit from the representative, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that the maestro drill with handswitch was running in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a visit from the representative, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event of the device running in safe mode was confirmed. The device had loctite failure on the lever assembly. The device was repaired and returned to the customer.